Event description:
It was reported that the patient received a vibratory notification on 01 sep 2024 and subsequently presented for a checkup in clinic. During the follow up in clinic, the physician noted the implantable cardioverter defibrillator's (ICD) battery was depleted after providing shocks for ventricular fibrillation/tachycardia. The ICD was still functioning, implanted and was being monitored by the hospital. The patient did not experience any symptoms during the observation and there were no adverse patient consequences.